Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The carefusion (B)(6) sales consultant reported that when a set for a levophed infusion was put into the pump the device repeatedly stopped and alarmed for air in the line, however every time the clinician checked they did not see any air. After about 10 minutes the patient's blood pressure was still in the 70's systolic; they started dopamine, and immediately the blood pressure came up. They then noticed that there was a tear in the tubing above the upper fitment, and medication was leaking out. After they changed the set the patient responded well to the levophed. No other medical intervention was required besides starting the dopamine. The tubing was changed for the levophed infusion and resumed.

Manufacturer narrative:
Undetermined or unknown cause. The customer¿s report that the set leaked at the upper fitment was confirmed. During visual inspection of the set it was noted that the silicone segment had a tear near the upper fitment, measuring 0.2041 inches long. Visual examination under a microscope noted no crush marks to the upper blue fitment. No other anomalies were noted. No functional testing was performed due to the obvious damage noted. The cause of the leak was due to a tear in the silicone segment. The root cause of the tear was not identified.